Event description:
Customer reported pressure sensor failure from the as3000 anesthesia delivery system. No pt injury was reported.

Manufacturer narrative:
Mindray svc rep evaluated the unit and found that a vacuum issue resulting from a connection with mindray's gas module iii had caused the sensor failure.